Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of an unruptured splenic artery aneurysm with amorphous morphology (maximum diameter 4 mm, neck diameter 4 mm), resistance was encountered in the middle section of the microcatheter while delivering the bare axium 3d coil. Multiple unsuccessful attempts were made to deliver the coil, and significant resistance was also experienced during attempted retrieval. Due to the inability to advance or retrieve the coil, both the microcatheter and coil were removed from the patient. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. The devices were replaced with a microcatheter and coil from another manufacturer, after which the coil was smoothly delivered and detached. Subsequent angiography demonstrated dense filling of the aneurysm and a stable patient condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B5 updated with additional information received. H3. Product analysis: equipment used: vis m-81805 203cm ruler m-83360 silverspeed hydrophilic guidiewire (ref -103-0602-200- lot -9582100) as found condition (condition of returned device): the axium device and echelon-10 microcatheter were both returned for analysis within a shipping box, and inside of a sealed plastic biohazard pouch. Damage location details: no damages were found with the echelon-10 hub. No damage was found with the marker band/distal tip or the catheter body. No other anomalies were observed testing/analysis (including sem reports): the echelon-10 catheter total length was measured to be ~155.2cm, and the usable length was measured to be ~147.8cm, which is within specification (specification: total (ref) = 155cm, usable = 147.0cm ± 1.5cm). The echelon-10 catheter was flushed; water exited the distal tip. An in-house silverspeed-14 hydrophilic guidewire passed through the hub and exited the distal tip without any issues. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter resistance¿ could not be confirmed; however, this event could not be ruled out. No resistance was reproduced while inserting the in-house silverspeed guidewire through the echelon-10 catheter body during testing. The customer noted that ¿axium coil that had resistance in the middle segment of the echelon-10 microcatheter body.¿. This was unable to be confirmed. A few possible causes for ¿catheter resistance¿ are but not limited to patient vessel tortuosity, guidewire or delivery system damage, and insufficient guidewire or delivery system hydration; however, the root cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no kink or other damage observed to catheter after removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was catheter resistance in the middle segment. The coil came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. The coil was kinked, but no damage to the catheter was observed after removal.